Event description:
A cartridge alarm was reported by the customer, leading to an unspecified high blood glucose level being displayed. The customer attempted to address the high blood glucose by delivering a correction bolus via the pump. There was no adverse impact on the customer's blood glucose level. Technical support confirmed prior occurrences of cartridge alarms, leading to the decision to replace the pump. The customer was instructed to return the problematic pump to tandem using a pre-paid label, and a replacement pump was sent. Additionally, the customer was provided with instructions to put the pump into storage mode before returning it and to set up their replacement pump upon receipt.